Event description:
The rptr stated that she did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Her results were 84, 194 and 198 mg/dl. She did not have any symptoms. The rptr did not wish to do control testing. (The control solution she had expired in 1/98.) She stated that she had to saturate blood onto her test strips in order to have the confirmation dot turn blue, but said that her current vial of strips of strips were satisfactory. The lifescan rep noted that rptr was aware of coding, cleaning and control testing techniques.